Event description:
Transurethral microwave thermotherapy was being attempted when prostatron machine malfunctioned. Machine gave "error code" 309.01 and would not work. Another probe was opened and procedure attempted 9 mins into procedure machine stopped. Error code of 329.01. Procedure aborted.